Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the duodenum resection, the surgeon clamped the tissue and tried to fire the device. However, the plastic knob could not advance and could not fire. The surgeon used a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the loading unit noted it was fully fired with no abnormalities. Functionally, the loading unit was reset and loaded into a test unit. The loading unit and test unit were applied to the test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.